Event description:
An (B)(6) female pt's daughter contacted zoll lifecor customer support service to report the monitor would not power up normally. The pt was provided with a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem (monitor will not power up) has been confirmed. In servicing, the interconnect board was reseated, then allowing the monitor to power up normally. The root cause for the interconnect board not being properly seated cannot be positively determined, but may have been dislodged by a severe impact. No adverse event resulted from the defective monitor. The pt received a replacement monitor.